Event description:
It was reported the patient underwent catheter placement on (B)(6) 2025. On the evening of (B)(6) 2025, the extension tube became detached, and the catheter was replaced. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.